Event description:
Sales rep reported that customer experienced one incident in which a "vp-16" (ectopicide) chemotherapeutic agent leaked as a result of burette being squeezed. Rep reported that she brought to customer's attention that squeezing the burette chamber is not recommended. Further investigation with customer revealed that burette had vertical hair-line crack noted after 48 hours of use. Facility reported that they have implemented change with how long buretrol set is used: the set was formerly used for 96 hours and is now used for 24 hours. The chemo spill was reported to have been cleaned up appropriately and there was no pt or staff injury.